Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device imaged indicated that a power-on reset had occurred. The device was tested using automated test equipment, and no anomaly was found. The cause of the power-on reset could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was found to be in back up vvi mode with no defibrillation capabilities. The device was explanted.